Manufacturer narrative:
A ge svc rep performed over the phone investigation. The svc rep directed the customer to properly seat the interconnect cable and push the c-arm button all the way forward. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the 9900 sys would lose power to the c-arm. No pt injury was reported.